Manufacturer narrative:
Covidien reference: (B)(4). A customer's technician rebooted the device, and a message indicating a discrepancy of its serial number was exhibited. The alarm records were blank. Afterwards the device was rebooted and the ventilator was found to be functioning as intended.

Event description:
It was reported that during patient use, a ventilator graphic user interface (gui) display became locked. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.